Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was not able to duplicate the reported issue. A cause was not determined. No action will be taken.

Event description:
It was reported that the pump had a, "continuous pressure alarm." There was no patient involvement. The issue was discovered during routine operations.